Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said last night she was charging the implanted neurostimulator and the controller quit and said software problem intellis, 3.0, 243, qf port. Patient said they got it back to running this morning and she is charging the implant now and it says system problem. Patient stated this is the 2nd time in about 3 weeks this has happened. Patient mentioned they put the controller on MRI mode and they couldn't get it off of MRI mode. Patient stated the controller is showing checking recharging quality. Patient stated her back is hurting and she cannot walk because the implant need to charge. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage to the cord or pins. Agent assisted patient with resetting the controller and after resetting the controller is charging when plug into the outlet. Patient service confirmed there is a green light flashing on the controller when plug into the outlet and message is clear. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.